Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of below 50 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Prior to going to the ER, glucagon injections were administered in attempt to resolve the reported issue. While hospitalized the customer was treated with intravenous fluids of saline and insulin. Customer was discharged the following day, 4/1/25, with the issue resolved and no permanent damage.